Event description:
During evaluation of a returned spectrum pump, the device had system error 322 (link switch error (low)) and when the door was opened the unit would not recognize the open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a faulty lower link switch. The lower aux requires replacement to address this issue. During evaluation, the device did not recognize an open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a stuck upper hook switch preventing the unit from recognizing the open door. The upper aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.